Manufacturer narrative:
Section a4 and a5: unknown, information requested but not provided. Section e1: (telephone number): (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of a non-preloaded monofocal intraocular lens (iol), model zcb00, in the patient¿s right eye, the patient experienced a clinically significant postoperative refractive error. Although the lens power was selected based on standard optical biometry measurements, the patient developed a notable hyperopic refractive surprise, with a postoperative refraction of +2.25 ds / +1.25 dc × 10°. The lens was subsequently explanted during a secondary surgical procedure and replaced with a lens of the same model and diopter. No unplanned surgical interventions, such as vitrectomy, incision enlargement, or sutures, were required. No medications outside the standard of care were prescribed. Patient outcome status is unknown. No additional information was provided.